Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a device which was returned deployed. The instrument was returned with an open bracket. The suture capture is contaminated with unknown substances and broken. There were no manufacturing abnormalities found on the device. During functional evaluation the two-step-trigger is working properly. The needle was deployed as intended; the broken suture self capture is visible when doing this test; the bracket can be closed as specified and the needle deploy through a dome foam model by depressing the trigger. The self-capture is limited working cause of the breakage. The ultratape (cobraid blue 38¿) was "successfully" passed through but the suture came off the suture self-capture cause of the damage; the complaint was verified and the root cause could not be defined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device; a possible factor for the complaint could be if (1) excessive force is be applied to the device when manipulating soft tissue, bone, or hard objects (2) instrument used as a lever for manipulating hard tissue or bone; there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure the device's upper jaw was broken. All fragments were removed from inside the patient. There was a backup device available. No delay or patient injury was reported.